Event description:
According to the customer report, after vascular puncture, there was no retraction of the internal needle into the safety barrel when the safety device activation button was pressed during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.